Event description:
Complainant alleged that while attempting to monitor a (B) (6) male patient who was in cardiac arrest, the clinicians were attempting to apply electrodes and the electrodes failed to adhere to the patient's skin. The clinicians then obtained another set of electrodes and those electrodes failed to adhere to the patient's skin. The clinician obtained a third set of electrodes, and again they failed to adhere to the patient's skin. The clinician indicated that they held down the pads to the patient's skin to analyze the patient's heart rhythm. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction. The customer has indicated that the event electrode pads were discarded and they are not available for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation, and this complaint is still under investigation.